Event description:
Event description guidant received information that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited noise on the lead causing pacing inhibition and syncope in this pacemaker dependent patient. The lead was replaced and noise was still suspected, leading the physician to implant a new device of the same model.